Manufacturer narrative:
It is unknown at this time if the device will be returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during an enucleation of prostate on (B)(6)2024, the loop broke inside of the patient. An extensive check of the patient's bladder was completed to ensure there was no injury or retained foreign body.

Manufacturer narrative:
Per investigation by the manufacturing site: according to the customer's description, it can be concluded that the cutting loop was pulled out in the distal area. The reason for this could be, for example, that the tensile force on the loop was too high without the hf current being activated or, on the other hand, that the activation time was too long and the wire burned out as a result. The IFU points out the correct handling. However, based on complaints in the past, it can be concluded that the user caused the fault. This event is filed under internal complaint ID (B)(4).